Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited loss of pacing and premature battery depletion. At the beginning of the device check, the patient experienced syncope. Upon interrogation, loss of pacing occurred and the patient experienced an event of asystole. The device began pacing again after about 10 seconds. It was noted that in (B)(6) 2020, the battery longevity read "middle of service" and in (B)(6) the device was closer to end of life. The pacemaker was explanted and replaced. The patient was in stable condition.